Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while doing a customer training, the cardiosave intra-aortic balloon pump (iabp) helium tank was reducing quickly. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the leak was found to be from the cart. The fse found that there was a leak from the high pressure union. The fse tightened all fittings, and the unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).